Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the right ventricular (rv) lead exhibited loss of capture. Chest x-ray was performed and revealed rv lead dislodgement. The rv lead was repositioned. Upon interrogation post reposition, it was found that the rv lead re-exhibited loss of capture. The rv lead was explanted and replaced. Patient condition was stable throughout.